Manufacturer narrative:
Manufacturing review: neither a lot history review nor a DHR review could be performed as the lot number was not provided. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one m.r.I. Lp implantable port with 7 fr s/l standard groshong catheter and two electronic medical images were returned for evaluation. Image review concluded that a portion of a catheter was visible in the right heart. Visual, microscopic, tactile and functional evaluations were performed. Blood and residue were present on sample, the break surfaces between the 12 and 13 cm depth markings were shown to match up. The investigation is confirmed for subcutaneous leak/break/split with embolism. The definitive root cause could not be determined based upon available information. It is unknown if clinical/manufacturing/shipping procedures issues contributed to the reported event.

Event description:
It was reported that some time post port device implant, x-ray imaging demonstrated port catheter break and migration into the right atrium. It was further reported that both broken segments were removed in the interventional department. The patient status port removal is unknown.

Manufacturer narrative:
Medical images were provided for review. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 05/2021).

Event description:
It was reported that some time post port device implant, x-ray imaging demonstrated port catheter break and migration into the right atrium. It was further reported that both broken segments were removed in the interventional department. The patient status port removal is unknown.